Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the infusion set tape did not adhere due to insufficient glue on (B)(6) 2026. No further information available.